Event description:
A patient reported blood glucose results of " 81,100,107,145 and 126 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% mg/dl and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Replacing meter, teststrips, and control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet recevied it.